Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented for routine follow-up, high, out of range high voltage lead impedance was observed on the svc vector. It is suspected that the svc pin may not be connected to the can. Programming changes will be made.